Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right ventricular (rv) lead. The lead was cut, capped and partially removed and replaced during a routine change-out procedure. No patient complications have been reported as a result of this event.